Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under p060027. Analysis is pending.

Event description:
The pt came for a routine-followup (allegedly on (B)(6) 2012). The programmer software had been upgraded with the new (B)(6) version. It was reported that: after interrogation, the device-type on the top of the screen was suddenly a paradym crt sonr device, but the pt reportedly does not have a sonr device. All the implant memories (aida) were found empty, the physician could not see any data recorded since last follow-up. An explanation is requested.